Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incidents reported from this lot. All available information was investigated and the reported clip becoming caught in the chordae appears to be related to patient morphology/pathology and likely due to the posterior leaflet flail. The reported gripper actuation appears to be a secondary effect of the clip interaction with the chordae (procedural condition). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the gripper actuation issue and inability to free the clip from the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing the mr to 3. The second clip delivery system (cds) was opened. During preparation of the device, the grippers were raised, but one of the gripper arms stayed down. Troubleshooting was performed, and the grippers both raised successfully. The cds was advanced to the mitral valve. During grasping, the clip became caught in the chordae, and could not be removed; therefore, the leaflets were attempted to be grasped with the chordae, but the grippers did not go down. Troubleshooting was performed, but was unsuccessful. After several minutes, the decision was made to remove the gripper lever cap, and pull on one end of the gripper line. It was then possible to lower the grippers and performed a successful grasp. Two clips were implanted, reducing the mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.